Event description:
In impaction, the coupler button broke. No adverse patient consequences have been reported. Asking if surgery was delayed

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. Following investigation by design engineering, it was identified that similar complaints had been received previously regarding failure of the red plastic trigger component and the issue had been raised as a non conformance ((B)(4)). This lead to a health hazard analysis ((B)(4)) and CAPA ((B)(4)) being raised to investigate the reason for failure. This has resulted in the product design being revised ((B)(4)) (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.